Manufacturer narrative:
(B)(4). The technical support engineer (tse) troubleshot the issue with the customer over the phone. The customer was advised to replace the keyboard.

Event description:
Report received that the ventilator had a malfunctioning keyboard. The ventilator was not on a patient at the time of the event.